Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Vyaire technical support sent quote to customer. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 neo had alarm 305 - "communication to cfb disconnected". The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The exact root cause could not be established. Communication between user interface controller and the ventilation controller is not establishing and this issue is not resolving after a restart. As the cfb is seating well the main board is causing the issue and needs replacement.